Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. If in your possession, may we have a copy of your operative report? 2. Does ethicon have your permission to contact your surgeon, in the event that we would like to request more clinical information to be used for a product quality complaint investigation? 3. If so, please provide your surgeon¿s name and contact information and fill out the attached consent form? (Hcp email address, phone number, address). Related medwatch reports: 2210968-2024-04747, 2210968-2024-04748.

Event description:
It was reported by the patient that they underwent a foot surgery on (B)(6) 2023 and suture was used on the right foot. The suture line came apart causing her big toe on her right foot to separate and look more like a thumb. Surgeon brought patient back to the or cleaned out the scar tissue and cut out the old suture line scar then inserted a pin in her big toe to keep it straight. Incision was stitched back using different suture. Patient currently doing ok now but still in some pain. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate additional information was requested, and the following was obtained: bunionectomy of right big toe on (B)(6) 2023. Re-surgery of left big toe on (B)(6), 2023. Second surgeries to clean up scar tissue, on left and right feet, due to the defective 5/0 vicryl suture.